Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, the device did not fire. It was also reported that they had difficulty using the orvil but they were able to close it after a while. The surgical procedure was extended for more than 30 minutes due to using a suturing device to resolve the issue.